Manufacturer narrative:
These leads were not explanted while addressing this issue.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-04011. Follow up revealed that during the surgery to address infective therapy two new leads were added. These leads were not explanted until later due to discomfort (reference MFR report 1627487-2018-05037 & 1627487-2018-05038).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2018-04011.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-04011. It was reported the patient was not receiving effective stimulation. Multiple reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention wherein the drg leads were explanted.